Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an irritation under the front therapy pad of the lifevest. The irritation was described as bumpy, itchy, and red with bleeding. The patient saw his physician and his fiance, who is a nurse, however neither of them gave him any recommendations for the irritation. Follow-up attempts were unsuccessful and the outcome of the irritation is not known.